Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been hospitalized due to high blood glucose levels. Customer wanted to confirm that the insulin pump was functioning properly. Blood glucose level at the time of the call was not provided. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.